Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, new damages/defects were observed: the camera cable is broken, and the camera cable is not watertight. Based on the results of the investigation, the camera cable failed, resulting in the inability to communicate normally, which is presumed to have caused the loss of images indicated by the customer. In addition, the information obtained from this complaint and the results of the investigation did not lead to the identification of the cause of the occurrence for camera cable is broken, and the camera cable is not watertight. A device history record-DHR review was conducted, and no issues were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head image disappeared /darkened, and the visual field was suddenly lost. The event was found before use, during preparation for a diagnostic unspecified procedure which was completed using a similar device. There were no reports of patient harm.